Manufacturer narrative:
Part of the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the material found there are requirements for conformance and a certificate of material analysis is required. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. A visual inspection revealed the device was returned without anchors. The actuators had been fully deployed. The handheld device was coated in residue from use. No physical damage visible to the handheld device. A functional evaluation revealed the handheld device actuators function as intended. The complaint was not confirmed and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an acl procedure, when screwing the healicoil knotless anchor, parts of the peek thread broke off into the patient. The parts were successfully removed from the patient. A back-up device was available to complete the procedure. No significant delay and no other complications were reported.

Manufacturer narrative:
B5 was updated. H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned without anchors. The actuators had been fully deployed. The handheld device was coated in residue from use. No physical damage visible to the handheld device. A functional evaluation revealed the handheld device actuators function as intended. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material found there are requirements for conformance and a certificate of material analysis is required. Based on the condition of the product material found during visual inspection no fracture of the implant could be confirmed. Additional material testing is not required. No containment or corrective actions are recommended at this time. Our clinical investigation concluded: per case details, the broken parts were retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. Correction in d4 and h5 fields.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an acl procedure, when screwing the healicoli knotless, parts of the peek thread broke off into the patient. The parts were removed successfully from patient. Backup device was available to complete the procedure. No significant delay and no patient complications were reported.